Event description:
It was reported by the facility that the pump failed occlusion pressure test found during a routine secondary inspection test. Occlusion alarm occurred at 22 psi when it was required to occur at 13 +/-6 psi. It was also reported that the pump failed flow rate test by 10 percent. The pump delivered 180 ml when tested at 200 ml/hr with a vtbi of 200 ml/hr.

Manufacturer narrative:
(B)(4). Sigma confirmed the complaint on 06/21/2011 during a preliminary investigation. Investigation is still in progress and a supplemental will be submitted.